Manufacturer narrative:
An event of a tear along the suture line was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo a gap did appear to be present along the tissue in the annular suture region, however a tear could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of a tear along the suture line was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo a gap did appear to be present along the tissue in the annular suture region, however a tear could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt600080896 revision a "do not attempt to repair a valve. Damaged valves must not be used."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
On (B)(6) 2020, a 27mm epic stented porcine heart valve w/flexfit system was selected for implant. However, a part of the leaflet tissue on the cuff part appeared to be torn along the annular suture on the inflow side of the epic valve(please refer to the attached image, also.). There seemed to be a larger gap on the annular suture at the torn part. The surgeon reinforced and fixed the torn part to the cuff using suture thread with pledgets, and the epic valve was implanted in the patient. In order to prevent issues such as pvl, etc. With the epic valve after the surgery, the surgeon reinforced the torn part as a preventive measure. The torn part is thought to be at the commissure, at the stent post marker part. The annular suture thread might have been too tensed; the tissues around the thread appeared bulging up. The patient is still in ICU and not recovering well, the patient state before the procedure was not well either. Currently, a post echocardiogram has not been obtained yet, and therefore, it is unknown whether the epic valve is working as intended without pvl or not. Due to this, the epic valve has not been explanted although the issue was confirmed.